Event description:
Related manufacturer report number: 3006705815-2022-16710, 1627487-2022-04980. It was reported the patient was admitted to the hospital and diagnosed with an infection at the lead and ipg site. The patient's scs system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.